Event description:
The reporter contacted animas on (B)(6) 2013 reporting low blood glucose levels down to 1.6 mmol/l with vision loss and imbalance which required the patient to self-treat with oral carbohydrate. The reporter indicated working with a diabetes educator that was helping to adjust the pump settings and advising on how to prevent over bolusing. The reporter indicated that the educator suspected that the pump settings and over-bolusing were the cause of the low blood glucose levels; the reporter confirmed that no pump issue was suspected as being related to the event and the event was related to use error. This report is made based on the allegation that the patient experienced hyperglycemia related to use error of the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.